Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 150-200mg/dl fasting. Verified the strips expire 3/31/2016. Customer confirms the strips have been properly stored and were first opened 2/20/2016. Customer performed a blood test and obtained 235mg/dl fasting reviewed meter memory: (B)(6). The customer is concerned about the results of hi on (B)(6) 2016 at 7:45 am and 9:00 am. The customer is very frustrated with the truemetrix meter and does not feel comfortable with it.